Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address pain and a clicking sensation. There was a very thickened, black-appearing synovial reaction. Update: litigation alleged the patient suffered physical injury, impairment, exposure to excessive levels of chromium and cobalt and decreased mobility as a result of the implanted asr hip. There is no new information that would change the outcome of this investigation.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address pain and a clicking sensation. There was a very thickened, black-appearing synovial reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.